Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686n030006. The history files were read out and analyzed. The history files from the reported day of occurrence were not available. The device history of the last performed infusions therapy (B)(6) 2025) was investigated. No abnormalities could be found. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as a technician seal were available and undamaged. The device showed age related signs of wear and tear, but no damages could be found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,75 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. Inside the device could be found liquid residues on the lower housing and the emc protection shield. No other visible damage was found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "the patient was sedated with propofol. Before the procedure began, the patient was highly responsive and required a large amount of propofol. The depth of anesthesia monitor (bis) showed high values. Several bolus doses were administered, and the patient was kept relaxed due to being highly reactive. An anesthesiologist was requested to assess the situation. Upon arrival, the anesthesiologist noted stable and normal vital signs, with only the bis value remaining high (70). It was decided to continue with both propofol and remifentanil infusions at high rates. Subsequently, the propofol infusion pump alarmed twice for cumulative air detection. No air bubbles were observed in the tubing, so the infusion was continued. Later, a small air bubble was noticed in the tubing, which did not move despite the pump indicating an infusion rate of 50 ml/h. It was also observed that no medication was dripping into the drip chamber. The pump was stopped, and the tubing was repositioned. After this, medication began to flow normally, the previously observed air bubble moved, and medication dripped into the chamber. The patient's bis value and blood pressure started to decrease. Shortly afterward, the pump indicated that the volume limit had been reached, even though there was still a significant amount of medication in the bottle. The pump had calculated that the full volume had been infused, although this was not the case. It is assumed that the actual infused volume was less than indicated. The cannula was checked at the beginning and confirmed to be functioning. The pump appeared to operate normally throughout, showing infusion as expected. Contributing factors: normal conditions. Bis values during fess procedures may be affected by interference from the surgical site, causing high or fluctuating readings. The pump was sent to tyks medical device maintenance on 6 october 2025. During maintenance, a scheduled service that had been overdue was also performed. The pump was found to be operational and returned to use."